Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient stated that their implant stopped working about 3 weeks ago. Patient stated they had an x-ray done to see if the leads had come uncoupled or something. They added that they just found out that the electronic scale they've been using to monitor their weight is one of those types that also monitor your body fat and it says it should not be used if you have a pacemaker or any implants in your body. Patient was wondering if that might have something to do with it. The patient was redirected to their healthcare provider(hcp) to further address the issue.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.